Event description:
A hospital pharmacist reported that during a surgery, the vitrectome and trocar did not cut. Add'l info has been requested, but not received to date.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested, but not received to date. (B)(4).